Event description:
It was reported that the pump experienced a failure code 533:320:717:0000 during clinical use. The pump was reported to running dopamine, levophed, and dobutamine at the time. The pt's b/p was reported to have decreased; however, the pump was changed out and the pt returned to pre-incident status then the IV therapy was restarted.